Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "it was reported that the top of the syringes are getting stuck inside the orange lid.   Verbatim: I have been having a lot of issues with the tops of my syringes getting stuck inside the orange lid. My young son has type 1 diabetes and supplies become expensive when I can't use them and they have to be replaced."

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "it was reported that the top of the syringes are getting stuck inside the orange lid.   Verbatim: I have been having a lot of issues with the tops of my syringes getting stuck inside the orange lid. My young son has type 1 diabetes and supplies become expensive when I can't use them and they have to be replaced."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.